Event description:
It was reported that the user experienced hyperglycemia episode while using the ilet after changing supplies, with blood glucose at 284 mg/dl, and a suspected infusion site issue with a teflon set was addressed by changing the infusion site and resuming insulin delivery. Investigation included remote troubleshooting and education, including guidance to observe glucose trends for 90 minutes after the infusion site change. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with a potential infusion site performance issue that was mitigated by replacing the site. No clinical symptoms associated with hyperglycemia reported. Outcomes included no reported hospitalization or long-term impairment. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.